Event description:
The customer reported a disconnection issue during reprocessing involving an Olympus Autoclavable Camera Head. There was no patient involvement.

Manufacturer narrative:
E1 Initial Reporter Establishment Name: (b)(6).Date of event is unknown. Additional information will be provided once available.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.